Event description:
Procedure: lap. Appendectomy. Patient sex: unk. According to the reporter: staple line appeared at first to have fired properly and achieved hemostasis, as the surgeon commented on liking the staple line. A few minutes later, the surgeon noticed it was bleeding from the center of the staple line. The blood was more oozing than gushing; however, it was however more blood than the surgeon was comfortable with (approximately closer to 100c than 500cc). The bleeding was stopped using pressure as the surgeon was hesitant to use cautery due to the proximity to the colon. Time added to stop the bleeding is unknown. There was no vascular tissue loss.